Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right atrial (ra) lead, resulting in one, but unspecified out of range pacing impedance measurement. Noise was observed on electrograms (egms) since the lss occurred. The device was reprogrammed to bipolar and all subsequent measurements were within acceptable limits. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.